Manufacturer narrative:
(B)(4). Investigation summary: a dispensed needle/suture broken in two section of product code v9450h was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and the suture was received broken in two section. Body fluids were noted on the suture pieces and the ends were noted detached due to stress applied on the strand. In addition, no functional test can be performed due to condition of the sample received. The manufacturing records couldn't be reviewed as the batch number is unknown. According to visual inspection of the sample, the assignable cause of the breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2019 and suture was used. The suture broke when tightening the knot and securing it. Another device was used to complete the procedure. There were no adverse patient consequences reported.